Event description:
It was reported that during a duodenal switch procedure, the surgeon was firing the device with a black cartridge on the stomach of a patient that had no previous gastric surgery. The issue occurred on the sixth firing with the device using the black cartridge; it was the second firing on the stomach. The surgeon fired the stapler and noticed an orange driver sitting on staple line on the specimen side. He commented the firing felt different. The staple line looked otherwise normal. He removed the driver and saved it. The scrub tech point of view, he reported he had noticed one of the three black cartridges sitting together on his "mayo" sounded funny when he picked it up, it rattled. So he grabbed another, loaded it and handed the stapler to the surgeon. He then saved the load that rattled, with the staple retaining cap still in place. The surgeon fired the stapler and found the driver on the stomach. In examining the load that rattled, a bent cartridge pan is visible, allowing drivers to escape through the knife channel. The surgeon believes that the driver may have stuck to the cartridge that was fired while the two loads were in contact on the mayo, and thus showing up on specimen side on stomach. New reloads were pulled for the remaining firings. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that five black reloads were received instead of the reported long60a. Reloads (a) and (b) were fully fired and in good condition; reloads (c) and (d) were unfired and in good condition; reload (e) was unfired and with the pan partially engaged. This condition caused the drivers to lose their intended position. The returned reloads (c) and (d) were tested for functionality with a test device. Upon functional testing the device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape.